Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right femoral subtrochanteric fracture with tfna in question. After the surgery, non-union had been occurred, and on (B)(6) 2020, the hospital confirmed that the nail and the screw had been broken. On (B)(6) the patient underwent a removal surgery and got them replaced with unknown products made by other company. No further information is available. Concomitant devices reported: unknown end cap (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # 1), unknown helical blade (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This report is for one (1) 10mm/125 deg ti cann tfn 360mm/right - sterile. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition "that the nail and the screw had been broken" could be confirmed according to the received x-rays and pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument manufacturing date: jul 16, 2015, expiration date: jul 01, 2025, part number: 04.037.026s, 10mm/125 deg ti cann tfna 360mm/right ¿ sterile, lot number: 9850277 (sterile), lot quantity: 3 . Two pieces were scrapped in cell at op #30, gundrill, for a runout dimensional failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable however, an uneven wall thickness (runout) could potentially contribute to the reported complaint condition. One piece was scrapped in cell at op #190, assembly, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, in-process / inspect dimensional / final, ns063027 rev b met all inspection acceptance criteria apart from the two runout failures noted. Inspection sheet, tfna assembly inspection, ns067861 rev a met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 11568 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 9394367, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 7722136, lot quantity: 998. Ncr# 1117592 was initiated for incomplete information on the supplier material certification (missing load values and material and dedicated tooling not certified). Corrected certification was supplied, and lot was released from hold. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Revised material certification and certificate of conformance and quality history card received from smalley dated aug 28, 2014 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 9820747, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 7715264, lot quantity: 914 lbs. Certified test report supplied by perryman company dated apr 17, 2014 and certificate of test supplied to perryman by howmet castings dated aug 27, 2013 were reviewed and determined to be conforming. Lot summary report dated jun. 11, 2014 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review. Jan 30, 2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.